Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 45639. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device customer concern confirmed complaint of "error code 45639" through power up test. Device does not boot properly and just shows error code 45639 on screen. Replaced main printed wire assembly (pwa)to resolve issues. Unit now boots into both modes as expected during power up test. During investigation found the upstream, downstream occlusion sensor (dso) and air in lind detector had damages and inconsistent readings and hence were replaced to pass visual inspection. Replaced seals on both sensors as well. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Software updated. Unit reset to standard configuration.